Event description:
The customer reported that the intermittently system failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface pcb; single board computer (sbc) pcb, video clip, generator interface pcb, and the hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.